Event description:
The customer reported that during a routine check of the unit, they observed that the inflation potentiometer was not setting the delay properly and the 2 psi pressure relief valve was leaking.